Event description:
Additional information was received indicating that after replacing the battery in the wand, the programming system was functioning properly. It was unclear if the patient had been seen again since the reported failure to communicate; however the neurologist indicated that failure to communicate was most likely caused by the dead battery in the wand. No additional information was provided.

Event description:
It was reported by the neurologist that she was having trouble communicating with a vns patient's generator. Troubleshooting steps were performed and it was determined that the programming wand battery may be depleted. At that time, the physician did not have another battery for the wand. The failure to communicate could not be directly attributed to the wand battery as it is currently unknown if the neurologist was able to establish communication with the patient's generator following replacement of the battery. Attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
The intial report indicated that the failure to communicate was caused by the generator, however information received indicates that the programming wand should be reported as the suspect medical device. Section d has been updated accordingly. The usage of device is not applicable to the programming wand product.